Manufacturer narrative:
On july 22, 1997, follow-up info was received. The pt was last seen on april 10, 1997. The symptoms were ongoing but improved with an oral steroid, medrol.

Event description:
A marketing survey was received from a pt who was treated to the nasolabial folds. A comment was noted on the questionnaire which stated "one side of my face looked "scared." "I don't think the dr inserted it in the correct place." No add'l info was provided, and attempts to contact the pt were unsuccessful.